Event description:
It was reported that the device was explanted after an implant duration of zero days. On 04/20/2010, through follow-up with the health-care provider, it was learned that the device was explanted due to an unsuccessful valve replacement. Per the operative report of (B) (6) 2010: a 27-edwards bovine pericardial valve was lowered into place. It proved to be difficult to have the posterior post slide inside the annulus although I felt that this had been accomplished when we tied the valve down. When all sutures had been tied and cut, it was clear that the posterior post was in fact compromised and was not inside. This was due to an excessive amount of redundant tissue which had occurred as a result of transposing the anterior leaflet. The valve was explanted."

Manufacturer narrative:
(B) (4) unsuccessful valve replacement. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.